Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A device history record review was performed for the subject device lot number 5941483. Manufacturing location: (B)(4). Date of manufacture: 18.jan.2017. Expiration date: 01.jan.2027. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. Dial cannot be unchecked as it was inadvertently checked. Date of product return was reported on (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: hty, jdw, jds, jdn. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for a distal femoral fracture on (B)(6) 2017. The distal femoral nail (dfn) was fixed by the locking bolts. Surgeon attempted to remove one of the locking bolts with the hexagonal screwdriver but the tip of the screwdriver slipped out of the head of the locking bolt. Surgeon was able to remove one of the locking bolts utilizing round-nosed pliers. This locking bolt was replaced with another locking bolt that was 2mm shorter in length. The other locking bolt was completely stripped and could not be removed, preventing surgeon from inserting anything into that plate hole. It was reported there was potentially a third locking bolt that was also difficult to remove. Procedure was delayed approximately 20 minutes. Concomitant devices reported: distal femoral nail (part number unknown, lot number unknown, quantity 1), plate (part number unknown, lot number unknown, quantity 1), screwdriver (314.750, lot 5000213, quantity 1), removal tool (part number unknown, lot number unknown, quantity 1). This report is for one (1) locking bolt. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. Visual inspection shows that the in-hex recess is completely worn out. The recess is rounded and therefore it was not possible to connect the screwdriver as foreseen and to remove the locking bolt accordingly. Due to the damage, measuring of the in-hex part was not possible. However, the visible signs clearly indicate excessive applied torsional force while removal procedure as root cause for the damage. No product related problem could be identified. This complaint is confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.